Manufacturer narrative:
The patient experienced peritonitis on an unreported dated reported as ¿since (B)(6)¿ (no further detail was provided). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis. The cause of, the treatment for, and the outcome of the peritonitis was not reported. No further detail was provided regarding whether the patient was hospitalized for the event or if apd therapy was ongoing. No additional information is available.